Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During interrogation before the device replacement, oversensing clearly caused by noise was observed. The findings were reproducible with arm elevation/lowering test, suggesting a suspected partial lead fracture. The device replacement has been temporarily postponed and lead explant is being considered. Should additional information be received, this file will be updated.